Manufacturer narrative:
The referenced pump exchange on (B)(6) 2018 due to suspected pump thrombosis was reported under medwatch MFR report# 2916596-2018-01503. (B)(4). Explant date has been estimated. Age of device: 2 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2018, it was reported that the customer was concerned that the patient had a severe anoxic brain injury. The patient underwent a pump exchange the day prior ((B)(6) 2018) due to suspected thrombus. On (B)(6) 2018, a CT was performed due to fixed pupils. Sedation and pain medications were discontinued to see if the patient responded. On (B)(6) 2018, it was reported that the patient went into ventricular tachycardia overnight and was successfully cardioverted. On (B)(6) 2018, the patient expired. Cause of death was reported to be due to brain herniation. Per the health care professional, the pump was working as expected at time of death. No additional information was provided.